Manufacturer narrative:
Updated fields:  d1, d2, d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 3214681 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim programmable in-line valve was implanted in a patient via ventricular peritoneal shunt on (B)(6) 2019 with an unknown initial setting. Obstruction was suspected. It is unknown how obstruction was discovered or if the patient had clinical signs or symptoms. The patient was taken to surgery for revision surgery; the valve was replaced on (B)(6) 2021. The patient is in follow up. No further information was provided by hospital.